Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Event description:
A customer contacted stryker to report that their device displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed.there was no patient involvement in the reported event.

Manufacturer narrative:
It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. The root cause was undetermined as the repair was not completed due to lack of response from the customer on the repair estimate.